Event description:
Complaint is reported as: a resuscitation department reported replacement catheters less than 3 days after insertion because arterial catheters were not functional: it is impossible to monitor systolic blood pressure in order to provide an optimal patient care. Over the weekend of (B)(6) to (B)(6) 2023, at least 6 patients needed a new catheter at least once. The patient consequence was reported as insertion of a new device causing discomfort for the patient despite local anesthesia. Specific patient and event details were not available at the time of this report. The exact quantity of devices with the reported issue was unknown.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint is reported as: a resuscitation department reported replacement catheters less than 3 days after insertion because arterial catheters were not functional: it is impossible to monitor systolic blood pressure in order to provide an optimal patient care. Over the weekend of (B)(6) 2022 to (B)(6) 2023, at least 6 patients needed a new catheter at least once. The patient consequence was reported as insertion of a new device causing discomfort for the patient despite local anesthesia. Specific patient and event details were not available at the time of this report. The exact quantity of devices with the reported issue was unknown.